Event description:
Customer returned the device for evaluation of the issue of jaw breaking during myomectomy with laparoscopy procedure. An error message had been received. The device had been used in the usual manner without touching any metal. Another device was used and had the same issue. The broken pieces were retrieved from the patient. The procedure was completed with a third device with a delay of 10 minutes. There was no harm or adverse impact to the patient. Intelligent tissue monitoring (itm) function was off during the procedure. User understands the functionality of itm which is that itm is a support function and does not always detect that the tissue has been cut. Upon evaluation of the returned device, it was observed that the device probe was broken off 12.06 mm from the tip. The teflon pad of the device was worn and missing a piece. This medwatch is being submitted for the reportable issue of the broken probe observed during device evaluation.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6) and (B)(6).. This medwatch is for the patient identifier (B)(6). Full name of the facility is polyclinique saint come, economat fournisseurs. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the device probe was broken off 12.06 mm from the tip. The broken piece was returned. The teflon pad of the device was worn and missing a piece. There were multiple contact marks at the probe evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. The device inspection revealed the break of the probe started from the origin of a crack caused to the probe. There was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. The coating of the probe was partially peeling. The exact cause of the event cannot be exclusively identified. However based on the device evaluation and the past investigation results, the probe broken and the error possibly occurred in the following manner: 1. The wearing of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. Seal and cut output was activated under this situation, the scratches indicating that the probe and grasping section were in contact with each other were made. 4. The probe received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. 5. The probe broke when added some load. The coating of the grasping section and the probe could have come off when dirt such as burn was scraped off with something hard. It is likely the peeling of the probe coating occurred by the following mechanism: 1) when output in seal and cut mode, the probe came in contact to metal or a surgical instrument. 2) this caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ¿ if the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
There is a correction to g3 date of the first supplemental report. It should be apr 6, 2022, and not mar 24, 2022. This supplemental report is being submitted to provide this information.